Event description:
It was reported that during a peripheral artery intervention procedure, the guide wire frayed. The procedure treated the 120mm in length, 100% stenosed, chronic total occlusion located in the moderately calcified and mildly tortuous distal superficial femoral artery. A true path cto device was advanced and after drilling for about 10 minutes had trouble advancing into the true lumen and the end of the device appeared to be fraid "as if a small wire was sticking outside of it". Then another true path cto device was used and after 10 minutes they were unable to get any audio feedback. The device was removed and it was noted that the tip was not spinning. Next the same thing occurred with a third true path cto device, it began working properly and then the tip was no longer spinning. The procedure was not completed. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: during the visual and microscopic inspection of the returned device, a lot of tissue was found wrapped around and covering the distal tip. Looking at the tissue on the tip with the naked eye, it did look like as if a small wire was sticking out. However, no tip damage was found. The diamonds were found to be intact and no delamination was observed. A kink on the outer shaft was found distal to the spindle cap. Dried blood was found on the handle and on the control unit. During the functional testing of the returned device, no tip rotation was observed. The motor housing was then disassembled and it was observed that the drive shaft was broken between the proximal outer shaft and the 7mm coupling. No product nonconformance, defect or manufacturing flaw was confirmed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a peripheral artery intervention procedure, the guide wire frayed. The procedure treated the 120mm in length, 100% stenosed, chronic total occlusion located in the moderately calcified and mildly tortuous distal superficial femoral artery. A true path cto device was advanced and after drilling for about 10 minutes had trouble advancing into the true lumen and the end of the device appeared to be frayd "as if a small wire was sticking outside of it". Then another true path cto device was used and after 10 minutes they were unable to get any audio feedback. The device was removed and it was noted that the tip was not spinning. Next the same thing occurred with a third true path cto device, it began working properly and then the tip was no longer spinning. The procedure was not completed. No patient complications were reported and the patient status is ok.